Event description:
It was reported that a minimum fill notification occurred while customer was reloading the cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.